Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported implant (tsvtwb13) was not returned for investigation. Instead, an unknown zimmer screw vent implant was returned. Returned device was fractured around the collar. It was also damaged possibly during removal. DHR and complaint history could not be reviewed since the lot/item number was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. Based on the investigation and risk management file review, the most likely root cause determined was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period. Therefore, based on the available information, device malfunction and an unreported event (implant fracture was identified and confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the crown fell off. The patient went to the dentist who noticed that the implant at tooth location #30 was fractured. The implant was removed and the procedure was completed using another implant. Symptoms as a result of the event: pain.